Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was providine solution inside the packaging of a mini-cap. This was found after opening the packaging of the device. There was no damage to the packaging or foil pouch. There was no patient involvement, and therefore no patient injury, medical intervention, or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured 04/24/14 - 05/02/14. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.